Event description:
It was reported that a right ventricular (rv) lead polarity switch had occured and changed the lead to unipolar mode. When it was attempted to change this back the patient "felt funny" and it was switched back to unipolar. Save to disk indicated many low impedance values. The rv lead is still in use at unipolar setting and the patient has felt well at checks since. No further patient complications have been noted as a result of this event.

Event description:
It was reported that a right ventricular (rv) lead polarity switch had occured and changed the lead to unipolar mode. When it was attempted to change this back the patient "felt funny" and it was switched back to unipolar. Save to disk indicated many low impedance values. The rv lead is still in use at unipolar setting and the patient has felt well at checks since. No further patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Performance data shows ventricular lead alert time = (B)(6) 2012, 5:28 am. Ventricular impedance at implant = 627 ohms. Ventricular lifetime impedance max/min = 915/269 ohms.